Event description:
Per customer, they were cutting a stitch while suturing a pt and noticed the end had snapped off the tip. Per sales rep, all pieces were collected so there is no adverse consequence to pt.

Manufacturer narrative:
Investigation in process but not yet complete.